Event description:
System set up prior to the case and the tubing was then connected to the contrast bottle. It was then noticed that the contrast was leaking from the air vent. The tubing was replaced from the same lot number and worked just fine.what was the original intended procedure?initial set up for the day.device #1is this a laboratory device or laboratory test?no.